Event description:
It was reported the patient received an inappropriate alert was observed on a remote transmission. The remote transmission received alerts for "exceeded at/af burden" and "a. Sensitivity safety margin < 2:1" despite the device being in vvi mode since implant the previous day. As turning the device to vvi mode turned the at/af burden alert off, there is no known reason why this would have tripped. It is recommended to clear the alerts the next time the patient visits the clinic. The patient condition is normal.

Manufacturer narrative:
(B)(4).